Manufacturer narrative:
This product has no expiration date. The ceiling cover for a flat panel monitor arm was found to be missing three of four screws and loose at the ceiling. The service technician replaced the missing screws and the ceiling cover was no longer loose. Due to the nature of the failure, it is possible that the hospital staff attempted to service the equipment and did not install the screws properly when replacing the ceiling cover. This is not a single use device.

Event description:
The account reported that a ceiling cover for an equipment boom was loose. The field service technician later found that the cover was actually for a flat panel suspension arm and was missing three of four screws. The issue was found during room preparation. There was no patient involvement nor adverse consequences.